Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture, oversensing and pacing not delivered when required when programmed at bipolar. A fluoroscopy was performed and it looked like the suture tie was not on the suture sleeve and it had been tied through the lead. Furthermore, the lead was reprogrammed to unipolar where it showed consistent capture. Also, a new single chamber system was implanted at the right side due to the patient was in chronic to persistent fibrillation. This lead remains implanted and no additional adverse patient effect were reported.